Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the fenestrated bipolar forceps instrument was damaged. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. Additional observation related to the customer reported complaint: the instrument was found to have the conductor wire insulation retracted. The black insulation has somehow moved backwards along the wire. The retracted insulation exposed approximately .176" of the conductor wire. The conductor wire was not broken. The instrument passed the electrical continuity test. Visual inspection found no physical damage to the insulation. The complaint was confirmed by failure analysis.